Manufacturer narrative:
Investigation: visual inspection: during the visual inspection a deformation of the outer housing of the progav valve could be determined. The measurement of the plane parallelism could confirm that with a value of -0,048 mm - outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has indicated that the shunt assistant has a blockage and the progav valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav is operating within the accepted tolerance in the horizontal position. Because the shunt assistant is not permeable, a computer- controlled test is not applicable. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine a blockage in the shunt system. The determined deposits can be named as the cause of the blockage. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. In addition, we can determine a non-adjustability as well as a deformation of the outer housing of the progav valve at the time of the investigation. The deformation of the outer housing could be named as the cause of the non-adjustability. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shunt system (part # fv414t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in overdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1.5 years. Height: 68 centimeters (cm). Weight: 10.6 kilograms (kg). Gender: male.